Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness under the lifevest equipment. There was no alleged device malfunction contributing to the itchiness. The patient¿s physician prescribed cortisone for the itchiness. Follow up indicated that the itchiness improved.